Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm and weak battery alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer changed the battery and the device shut down. Customer was advised a weak battery alarm would occur prior to a failed battery test. Customer received failed battery test while troubleshooting. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.